Event description:
The device was used during an unspecified bowel procedure. Reportedly, the staples did not form properly and the instrument was difficult to remove from the application site. The surgeon removed the unformed staples without incident.